Event description:
Complainant alleged that the medics were treating a 70 yr old male pt in ventricular fibrillation. The medics defibrillated the pt at 200 joules, on their second analysis attempt the monitor displayed an "analysis halted" message. The medics then tried to analyze again, but with the same result. There was no adverse effect to the pt.